Manufacturer narrative:
This unit was returned for failure analysis, and the reported issue of "blood had made its way up the tube set" was confirmed and replicated. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a known good in-house system and powered on with no issues. During insufflator testing, the insufflator could not insufflate or desufflate. From these findings, failure analysis could not determine the root cause of the issue. The unit will be returned to the OEM for potential repair.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. Fse replaced pn: 373750-20 insufflator as a precaution to possible internal contamination. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that blood had made its way up the tube set and was approximately 2 inches away from the end of the line. The technical support engineer (tse) inquired if there were any warnings or faults, and the caller confirmed there were none. The caller mentioned they were using double insufflation with an airseal for a cholecystectomy case and expressed concern that the tower insufflation might be compromised due to the proximity of the blood to the end of the line. The tse agreed with the caller's concern and asked if it was possible to change out the tube set before the blood reached the end, but the surgeon stated it was not possible at the time of the call. The tse reviewed the logs and did not find any errors associated with the complaint. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the surgeon insisted on using both insufflation citing that the dv5 insufflation is not strong enough. The surgeon eventually stopped using the dv5 insufflator later on in the case and continued with the airseal. The loss of pressure was slow and gradual due to it not being strong enough. There were no vision issues. There were no instrument control issues.